Event description:
It was reported that the user experienced difficulty scanning a new freestyle libre 3 plus sensor with the ilet app and pump, receiving an intermittent communication failure until app reinstallation, pump restart, and reattempted scans led to sensor warmup; the problem was consistent with a communication issue involving the antenna or related electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet system and the sensor, characterized as intermittent communication failure, with involvement of the antenna component within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.